Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis confirmed that it was difficult to insert the test lead into the pulse generators header and the lead insertion force used to insert the lead was out of specification for the product. The atrial contact spring was found to be out of specifications.

Event description:
It was reported that during implant of the pulse generator, the atrial lead could not be fully inserted into the atrial header port. The device was removed and replaced.